Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. Unit had button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed weak battery. The customer stated that they changed the battery on their insulin pump which produced a button error alarm. The patient's blood glucose level was 161 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.